Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection observed the tip was misshapen or notched and there were numerous kinks in the hypotube. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18-mar-2019. It was reported that the tip was lifted. The target lesion was located in a coronary artery. A 6f guidezilla guide extnsion catheter was selected for use; however, the tip of the device was noted to be lifted. There were no patient complications reported. However, device analysis noted a torn tip.